Event description:
It was reported that prior to use in the procedure, the rx acculink was introduced on the guide wire but resistance was met and it could not be advanced. It was noted that the catheter did not track smoothly over the guide wire. Additionally, during removal the catheter met resistance but was successfully removed separately while the guide wire remained at the lesion. A second rx acculink was used in the procedure without issue. There was no clinically significant delay during the procedure due to this issue. There was no reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx acculink self expanding stent system (sess) noted no blood visible, which is consistent with handling and backloading of the sess over a guide wire. There was saline in the shaft and on the stylet. The stent implant was stationary on the shaft between the markers. There was no damage noted to the stent implant. There was no damage noted to the sess. The stylet was returned advanced through the tip and partially through guide wire lumen. A yellow protective sheath was returned over the stent implant. The handle slider was in the distal position and the lock was in the locked position. The guide wire used during the procedure was not returned. During functional testing, an attempt was made to remove the stylet from the sess but there was resistance and the stylet could not be removed. After the sess and stylet were soaked in a water bath the stylet was removed from the sess. An attempt was made to backload a new .014 in guide wire through the sess but there was resistance 1.4 cm distal to the guide wire exit notch and was unable to advance further. There was a hole in the inner member 1.4 cm distal to the guide wire notch and the guide wire had penetrated through the hole. The inner member was stretched at the distal edge of the hole. There was a bend in the stylet 11.5 cm proximal to the tip possibly due to handling. There was no other damage noted to the sess. Potential factors for difficulty positioning the rx acculink on a guide wire prior to use include, but are not limited to, damage to the guide wire, damage to the guide wire lumen of the acculink or coagulation of blood and/or contrast on the guide wire. In this case, based on the returned device analysis, the difficulty experienced appears to be due to the guide wire tracking through the hole which was punctured in the guide wire lumen 1.4 cm distal to the guide wire exit notch. This also likely caused the difficulty removing the wire. Although a conclusive cause for the hole could not be determined, it may be possible that the guide wire lumen was slightly bent or twisted during the initial backloading of the guide wire causing the proximal end of the wire to puncture through the lumen. The stretching at the distal edge of the hole is likely due to the guide wire being pushed and pulled through the hole in the material. A review of the device lot history records did not reveal any nonconforming material records for this lot that would have contributed to this event and there have been no other incidents reported for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. Overall, the reported resistance inserting and removing the guide wire appears to be due to the hole punctured through the guide wire lumen. Although a conclusive cause for the hole could not be determined; there is no indication to suggest a product quality deficiency. During manufacture all self expanding stent systems are visually inspected at multiple operations. In addition, a sampling of units is visually, dimensionally and functionally inspected.